Manufacturer narrative:
The check of the DHR of the lot number involved (2014aa311) did not show any anomaly on the 118 smr allen wrench 5mm manufactured with this lot number. We will analyze the device involved and then submit a final MDR on this case.

Event description:
During a smr shoulder replacement surgery, the male taper of the smr allen wrench 5mm got stuck into the female taper of the t-handle (probably after use of the instruments); there were no consequences for the patient nor impact to the surgery due to the malfunction. Event occurred in the us on (B)(6) 2016.